Manufacturer narrative:
(B)(4). Analysis of the pump found an occlusion of crystalized residue in the fluid path between the valve and the catheter access port. The motor and pump head had been functioning as designed, but no fluid had dispensed from the pump. The catheter access port itself was found to be patent. During dispense testing, a motor stall occurred. No anomalies were found that could be responsible for the stall noted: the root cause for the motor stall was not determined.

Event description:
It was reported that the pump was prophylactically removed to avoid in-vivo battery depletion. The pump had been delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed binding of the pumphead tubing. During destructive analysis, the pump tube appeared swollen and bound up, and it had migrated towards the inlet side. This was known to occur when there was a fluid path occlusion because the fluid had no place to go. This phenomenon can also cause enough friction to produce torque that the motor could no longer overcome, resulting in a stall. This suggested that the binding of the pump tube caused the stall that was observed at decontamination.